Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states their levels had dropped low and the device did not go into suspend mode. The customer states the doctor was called to respond to lows. The customer's blood glucose level at the time of incident was 124mg/dl. The customer's most current level was 148mg/dl. The customer treated with juice. Troubleshoot was conducted. The customer states the pump was worn during airport screening. The customer was advised to monitor the device and call back if issues persist.